Event description:
The customer reported e221 error during maintenance involving an olympus video system center there was no patient involvement.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.